Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause of the sticky trigger and the defective control unit was due to normal wear over time. The assignable root cause of the coupling tool side out of specification for the broken saw head was due to improper construction and design. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit of the battery oscillator device was not functioning and was defective, and the coupling tool side was out of specification. It was noted that the control unit had a defect, and the oscillating head was broken. It was further determined that the device failed pretest for functional test, trigger test, and check saw blade coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.